Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of eroded mesh on (B)(6) 2013 along with excision of vaginal granulation tissue, left periurethral reconstruction with trimming of vaginal granulation tissue and closure of the mucosa due to continued mesh erosion with vaginal granulation and sui. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that due to recurrent urinary tract infections, incontinence and urethral erosion of right dorsal aspect of urethra, the patient underwent take down of vaginal constriction band with vaginal plication on (B)(6) 2004. On (B)(6) 2008 mesh was implanted. Following insertion the patient experienced pain, erosion, infection, urinary problems and recurrence. No additional information was provided.